Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. It was noted battery longevity had decreased from four years to three years in approximately three months. Boston scientific technical services (ts) reviewed device data and noted there had been a significant increase in the amount of right ventricular (rv) pacing therapy provided to the patient as a result of recent device programming changes in conjunction with the patients condition. After the programming changes, there was some right atrial (ra) undersensing observed. In addition, the rv intrinsic amplitude was noted to be quite variable and ts indicated there is likely some rv undersensing at the current programmed fixed sensitivity setting resulting in unnecessary rv pacing. Ts noted that this may also explain the change in battery longevity that has been observed. The healthcare provider (hcp) indicated they will have the patient come to the clinic to review these issues and revisit the programmed device settings to try to reduce unnecessary rv pacing. Approximately one month later, the same hcp contacted ts again indicating device programming was changed and they are now observing farfield r-wave oversensing which is causing inappropriate mode switching. In addition, there was a recent alert for a high out of range rv pace impedance measurement of 2643 ohms which triggered a lead safety switch (lss). As a result, the rv lead was automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. Ts provided guidance to the hcp on possible device programming changes related to both the oversensing and the high impedance. The device remains in-services. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. It was noted battery longevity had decreased from four years to three years in approximately three months. Boston scientific technical services (ts) reviewed device data and noted there had been a significant increase in the amount of right ventricular (rv) pacing therapy provided to the patient as a result of recent device programming changes in conjunction with the patients condition. After the programming changes, there was some right atrial (ra) undersensing observed. In addition, the rv intrinsic amplitude was noted to be quite variable and ts indicated there is likely some rv undersensing at the current programmed fixed sensitivity setting resulting in unnecessary rv pacing. Ts noted that this may also explain the change in battery longevity that has been observed. The healthcare provider (hcp) indicated they will have the patient come to the clinic to review these issues and revisit the programmed device settings to try to reduce unnecessary rv pacing. Approximately one month later, the same hcp contacted ts again indicating device programming was changed and they are now observing farfield r-wave oversensing which is causing inappropriate mode switching. In addition, there was a recent alert for a high out of range rv pace impedance measurement of 2643 ohms which triggered a lead safety switch (lss). As a result, the rv lead was automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. Ts provided guidance to the hcp on possible device programming changes related to both the oversensing and the high impedance. The device remains in-services. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the device revealed no anomalies. Device memory was reviewed, and no error codes were noted. A stable rate of power consumption was confirmed. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. It was noted battery longevity had decreased from four years to three years in approximately three months. Boston scientific technical services (ts) reviewed device data and noted there had been a significant increase in the amount of right ventricular (rv) pacing therapy provided to the patient as a result of recent device programming changes in conjunction with the patients condition. After the programming changes, there was some right atrial (ra) undersensing observed. In addition, the rv intrinsic amplitude was noted to be quite variable and ts indicated there is likely some rv undersensing at the current programmed fixed sensitivity setting resulting in unnecessary rv pacing. Ts noted that this may also explain the change in battery longevity that has been observed. The healthcare provider (hcp) indicated they will have the patient come to the clinic to review these issues and revisit the programmed device settings to try to reduce unnecessary rv pacing. Approximately one month later, the same hcp contacted ts again indicating device programming was changed and they are now observing farfield r-wave oversensing which is causing inappropriate mode switching. In addition, there was a recent alert for a high out of range rv pace impedance measurement of 2643 ohms which triggered a lead safety switch (lss). As a result, the rv lead was automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. Ts provided guidance to the hcp on possible device programming changes related to both the oversensing and the high impedance. The device remains in-services. No patient symptoms or adverse patient effects were reported.